Manufacturer narrative:
Follow-up #1: date of submission 16-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2019 with the following findings:.tested pump unable to confirm complaint of unresponsive keypad during testing. All keys responded normally to user inputs. The keypad was removed and found no damage or contamination to button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up,down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.